Event description:
It was reported that bd plastipak¿ syringe had foreign matter in the syringe. The following information was provided by the initial reporter: anesthetist was drawing up propofol in theatre & noticed a possible insect in the syringe. Was noticed prior to being administered to the patient.

Manufacturer narrative:
Investigation: no photos or physical samples that display the reported condition were provided for investigation. A device history review was performed for reported lot 1807247, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Based on the available information we are not able to determine a root cause at this time.

Manufacturer narrative:
H.6. Investigation: one sample was returned to our quality engineer for investigation. Through visual inspection, a black particle was observed inside the syringe. The particle was extracted and using magnification was identified to be an insect. A device history review was performed for reported lot 1807247, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The manufacturing plant is disinfected monthly by certified services. Inspection records were reviewed and found all cleaning and maintenance was performed properly. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that bd plastipak¿ syringe had foreign matter in the syringe. The following information was provided by the initial reporter: anesthetist was drawing up propofol in theatre & noticed a possible insect in the syringe. Was noticed prior to being administered to the patient.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe had foreign matter in the syringe. The following information was provided by the initial reporter: anesthetist was drawing up propofol in theatre & noticed a possible insect in the syringe. Was noticed prior to being administered to the patient.